Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -17.5/+3.0/100 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to high iop, mid dilated pupil, corneal edema, close angel glaucoma and angle block. The surgeon performed a pars plana vitrectomy, phaco-emulsification (cataract surgery) with iol implantation and iris suture. It was reported that at patients last follow up visit visual acuity was 20/40 without correction, iop was normal with a regular pupil.

Manufacturer narrative:
Corrected data: added 'other serious' to initial report. Reporter also indicates corneal decompensation. (B)(4). Claim# (B)(4).

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found a torn haptic and presence of residue on lens surface. Claim# (B)(4).